Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child fell on his head on (B)(6) 2017. The parents reported that after the fall the patient was not responding to sound anymore with the device.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to explantation surgery. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The child fell on his head on (B)(6) 2017. The parents reported that after the fall the patient was not responding to sound anymore with the device. No redness or swelling was observed at the implant site. The patient was re-implanted.